Event description:
During implant procedure, the right atrial (ra) leadless pacemaker (lp) was repositioned using the delivery catheter. During repositioning it was noted with fluoroscopy imaging that the ra lp helix was stretched. The ra lp was not implanted and a new ra lp was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.